Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately calcified and tortuous lesion in the proximal rca with 100% cto. The patient presented with stemi. The device was inspected with no issues noted. The lesion was predilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. It was reported that a guidewire was advanced to the rca. The onyx stent was implanted in the dissection plane. Ivus performed after procedure to confirm dissection. The patient returned two days later to have another vessel treated and it was observed on angio that the previously stented proximal rca was significantly re-obstructed in stented segment. The lesion was treated with an nc balloon and a small hazy area was noted however the stent appeared fully expanded and vessel was patent. No patient injury was reported.

Manufacturer narrative:
Additional information: it is alleged that the stent was advanced into a sub-intimal space. It was stated that dissection was not caused by the stent. It was also stated that the physician did not blame the stent for the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was deployed at 18 atm for 22 seconds. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images in the first study showed an occlusion in the proximal rca with no contrast flowing through to the mid and distal rca. A balloon was delivered, and pre-dilation was performed in the proximal rca. Partial flow was restored to the vessel. A moderately calcified and tortuous lesion was identified in the proximal rca. A dissection of the vessel was also noted in the proximal rca. Multiple pre-dilations were performed in the vessel. A stent was delivered and deployed in the rca. The rca appeared to be successfully treated. Procedural images in the second study showed that the previously stented proximal rca was significantly re-obstructed in the stented segment. The rca was wired. A balloon was delivered inside the body of the previously deployed stent and multiple post dilations were performed. The previously deployed stent had expanded following dilations. A hazy area was noted. Annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.